Manufacturer narrative:
This MDR is related to MDR 1835959-2014-00187. Update: the root cause, of the patient's report of painful and difficult sexual intercourse, does not appear to be directly related to the stratasis tension-free urethral sling. The vaginal bulge that the patient reported could be a recurrent prolapse of some sort. However, as no medically factual details were provided regarding said vaginal bulge, the root cause of the patient's complaint is inconclusive.

Event description:
The patient was reportedly implanted with a biodesign or surgisis 4-layer tissue graft and a biodesign or surgisis 8-layer tissue graft on (B)(6) 2007, at (B)(6), by dr. Michael (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2007, dr. (B)(6) performed an anterior and posterior enterocele repair, vaginal vault suspension, and suburethral sling (stratasis), suprapubic catheter, and cystoscopy. A stratasis tension-free urethral sling was placed to treat the patient's stress urinary incontinence. The pelvic organ prolapse repairs were performed with sutures only. The surgisis 4-layer tissue graft and the biodesign or surgisis 8-layer tissue graft were not implanted in the patient as previously reported.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unk as lot number not provided. Product catalog number unk, product unspecified. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with a biodesign or surgisis 4-layer tissue graft and a biodesign or surgisis 8-layer tissue graft on (B)(6) 2007, at (B)(6) health system in (B)(6), by dr (B)(6). The pt and her attorney have alleged that as a result of these product being implanted in the pt, the pt has experienced pain, injury and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.